Event description:
Device manufacturer philips respironics reported to salter labs on (B)(6) 2011 that an adverse event involving a pt death had taken place on (B)(6) 2010 while the pt was using a philips respironics oxygen concentrator device along with a salter labs humidifier device. The pt, location, age, etc is not known and has not been provided by respironics. Also, the manufacturer of the tubing and cannula is unk. Salter labs is working with respironics to obtain pt info, salter labs humidifier info and respironics oxygen concentrator info. This is an interim report.